Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no alerts on the g5 mobile application and an adverse event. The patient¿s father stated he received an alert at lunch around 12:30pm with the dexcom continuous glucose monitor (cgm) displaying a blood glucose (bg) value of 65mg/dl. The patient¿s girlfriend called the patient¿s father 5 minutes after he had received the alert and stated the patient fell and busted his lip. The patient¿s father came home and called 911 and when they arrived, they checked the patient¿s bg and the meter was reading 41mg/dl. It was indicated that the patient did not receive an audio alert on his g5 mobile application at the time of event. The emergency medical technician¿s (emts) provided the patient with a glucose shot and left. The patient¿s bg value after treatment was not provided. The patient was immediately given food to eat after the emts left and began to throw up. The patient¿s father advised the patient to rest for 20 minutes and while he was resting, he began to have a seizure and 911 was called again. The patient was transported to the hospital and was released on (B)(6) 2018. Treatment at the hospital is unknown. At the time of contact, the patient was recovered. No additional patient or event information is available. Data was received for evaluation. A review of the data could not confirm no audio alert for urgent low alert. The probable root cause could not be determined via data.